Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) exhibited loss of capture and far-p wave oversensing. The rv lead and the right atrial (ra) lead were dislodged. Chest x-ray confirmed the lead dislodgement. Programming changes were made. There were no patient consequences.

Event description:
New information received notes that the existing right atrial (ra) and right ventricular (rv) leads were repositioned on (B)(6) 2025. The patient was in stable condition.